Event description:
In 2007, a female underwent aaa repair with another MFR's endoprostheses. The pt had ruptured her abdominal aortic aneurysm, had small iliac arteries and the nature of her vessels contributed to an iliac artery tear. The pt reportedly expired two days later.

Manufacturer narrative:
Evaluation: still under investigation.